Manufacturer narrative:
The complaint device was returned. Device evaluation identified that the transducer calibration, final inspection and acceptance procedure, and visual inspection/testing and maintenance testing failed confirming the reported event. The device had an internal short in the cable and a cracked bottom case. The cable and bottom case were replaced. The device was recalibrated. The parameter tests were performed and all passed. A definitive root cause for the intermittent activity could not be determined. This type of event will continue to be monitored. Subsequent to the initial MDR, additional review of the hhe-2019-01 and hhe-2019-02 assessments have been conducted. The health care professional has concluded all fetal transducer products in relation to the resulted recall for both hhe's provided, do not qualify as reportable incidences; therefore, this malfunction should not have been submitted.

Manufacturer narrative:
The device has been received. The investigation is not yet complete; however, initial visual inspection identified that the case was cracked. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post repair, the device was only working intermittently and appeared that glue had come out of the side of the device. There was no report of patient involvement. No additional information is available.